Event description:
Im nail (9mmx36mm) (pedinail) broke at the transverse hole during removal. Bilateral nail removal. Both nails broke at the same point. The nails were implanted 4-5 years ago. Both distal fragments had to be left in patient.

Manufacturer narrative:
Per discussion between (B)(4) chief medical officer and operating surgeon: no long term adverse effect on patient reported. Nails left in patient for prolonged time (4 to 5 years) prior to attempted removal. Surgeon expressed concerns to patient's parents prior to surgery and obtained signed consent. Surgeon not concerned about long term effects of leaving the im nails in patient.